Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed "high resistance/impedance". Trend of increasing max svc defib impedance starting in (B)(4)-2010. Trend starts ~100 ohms, increasing to a max of 138 ohms on (B)(4)-2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had a rise in impedance to greater than 1000 ohms. The lead is still in use. No patient complications were reported as a result of this event.